Event description:
The customer reported that while the unit was in use on a pt, the crt went blank and the pump shutdown. The unit's power was re-cycled and then the unit displayed a "pneumatic alarm" and a "low vacuum" alarm message. The pt was switched to another unit and therapy was continued. No pt injury was reported.